Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. However, the pump was still responsive. The customer was unsure how the pump touch screen became cracked. There was no information provided regarding the customer's blood glucose level. The pump would continue to be used for insulin therapy.